Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7349695, medical device expiration date: 2022-11-30, device manufacture date: 2017-12-15. Medical device lot #: 7352825, medical device expiration date: 2022-11-30, device manufacture date: 2017-12-18. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k011369, PMA / 510(k)#: k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on the ultrasafe x100l png clear amstr syringe did not activate after administering the medication. This occurred on 4 separate occasions from lot# 7349695, but the dates and/or patient information are unknown. Lot# 7352825 was also reported as a possible batch involved in this event, but no known occurrences from it have been reported. The following information was provided by the initial reporter: "patient had 3 or 4 syringes where the safety device did not activate after completely administering the medication."

Event description:
It was reported that the safety mechanism on the ultrasafe x100l png clear amstr syringe did not activate after administering the medication. This occurred on 4 separate occasions from lot# 7349695, but the dates and/or patient information are unknown. Lot# 7352825 was also reported as a possible batch involved in this event, but no known occurrences from it have been reported. The following information was provided by the initial reporter: "patient had 3 or 4 syringes where the safety device did not activate after completely administering the medication."

Manufacturer narrative:
H.6. Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. It should be noted that tests performed by bd tatabánya during production controls are related to the assembled device, without using syringe and plunger rod. Testing of combination product is out of scope for safety device manufacturing. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.